Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were inserted. When the was snapped into the was, air was visualized in the laa. There was no air visualized in the was or wds. The wds was removed from the was. While attempting to aspirate the air embolism through the was, a thrombus was visualized on the end of the was sheath. Additional aspiration was performed and the air embolism and thrombus were successfully aspirated through the was. An additional 100cc of blood was aspirated after the removal of the air embolism and thrombus. The thrombus was not visualized after aspiration. The was switched for a new was and the wds was fully re-prepared. The watchman device was implanted in the intended location with good results. There were no changes in the patient's hemodynamics during the procedure and had no deficits upon extubation.